Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional information become available, a supplementary report will be submitted.

Event description:
It was reported that during hemodialysis therapy with an ak 96 machine, a "bypass leak" was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available, however, the device was evaluated on site by a qualified technician. Inspection of the machine showed that the point of leakage was the recirculation valve, due to an aged valve diaphragm. The service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the leak was the aged valve which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.